Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: no battery cap returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. A power loss was not duplicated. Battery compartment threads damaged. Test battery cap is able to be installed and removed without difficulty. All por events observed in black box are in reference with the clearing of eaw 128 replace battery alarms. The pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.